Event description:
Received user facility medwatch report form #(B)(4), advising that during a laparoscopic colectomy with low pelvic anastomosis and mobilization of the splenic flexure and sbr procedure; the device malfunctioned and stopped operating during the course of the procedure. The device tip fell off after being removed from the patient and no fragments remained in the patient. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: we received an image to review for this analysis. The instrument was not returned. This analysis is only associated with the pictures provided by the account. A review of the image shows what appears to be a straight jaw 35cm ((B)(4)) device. The top jaw of the instrument appears to be broken. No conclusion could be made as to the reported issue based on the images provided. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.